Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 84 mg/dl. The customer reported several cracks on the insulin pump including cracks on the screen and the reservoir. The customer also reported issues with regards priming the insulin pump and excessive replacement of batteries for the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with a high idle current due to moisture damage on the interface board. The insulin pump had a cracked case at a display window corner, cracked display window, cracked belt clip slot at the battery tube threads, cracked reservoir tube lip and cracked reservoir tube.